Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an express sd stent delivery system (sds). There was contrast in the inflation lumen and balloon. The balloon was tightly folded with stent impressions on the balloon between the markerbands. There were numerous kinks throughout the shaft of the device. Microscopic examination of the stent was not possible, as it was not returned for product analysis. Microscopic examination presented no damage or irregularities in the balloon material. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the iliac artery. A 6.0mmx18mmx150cm express® sd renal/biliary stent was advanced to the lesion. However it was noted that the stent was dislodged from the stent delivery system (sds) balloon before inflation. The dislodged stent was trapped in the iliac artery with another stent.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement occurred. The target lesion was located in the iliac artery. A 6.0mmx18mmx150cm express® sd renal/biliary stent was advanced to the lesion. However, it was noted that the stent was dislodged from the stent delivery system (sds) balloon before inflation. The dislodged stent was trapped in the iliac artery with another stent.